Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during unpackaging of the pilot 50 guide wire, the polymer coating of the tip was noted to be peeling, after removal from its dispenser coil. The guide wire was not used and there was no patient involvement. A new pilot 50 guide wire was used and there was no reported clinically significant delay in the procedure. No additional information was provided.